Event description:
Needle came out of encasement and is stuck in her stomach [medical device complication]. Case description: this spontaneous report, received from a consumer in the united states, reported as "needle came out of encasement and is stuck in her stomach", concerns a female pt treated with novofine 30 (disposable needle) and levemir flexpen (insulin detemir) for "insulin-requiring type ii diabetes mellitus". Medical history includes cardiac stent placement and obesity. In 2008, the pt reported that she was taking her dose of 52 units (sliding scale) of levemir flexpen with a novofine 30 gauge needle attached. She stated she gave the injection into her stomach and the pen delivered 2 units and the button would not go down any further . There were 50 units remaining when she removed pen. She stated she then realized the needle was left in her stomach. The pt was seen by her family physician. The pt reported having her stomach numbed while her physician made a small incision to locate the needle, which proved unsuccessful. Pt was then sent to hospital for several x-rays. The x-rays confirmed the location of the needle in the right side of abdomen. Two weeks later, the pt was instructed to stop her plavix (clopidogrel) and aspirin regimen to schedule a surgical procedure. The following month, the pt was hospitalized to attempt surgical removal of the needle. The pt reported there were 9 additional x-rays taken while in the operating room with no success in retrieving the needle. She was discharged home and instructed to resume medications of plavix and aspirin as previously prescribed. The patient's physician confirmed the event, reporting that there was no success in retrieving the needle in the office or under fluoroscopy. The physician reported the needle is still in the patient's subcutaneous fat. The overall outcome for the event was reported as "not recovered." Reporter's causality: levemir flexpen (insulin detemir): unknown. Novofine 30 (disposable needle): unknown. Novo nordisk's causality: levemir flexpen (insulin detemir): reportable. Novofine 30 (disposable needle): reportable. Comment: company comment. There is no plausible mechanism to implicate the subject drug (levemir) to the event.